Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: device was used on a child age not given. The inside of the 2/3mm reducer had broken off into pt during the case. It is the little tiny orange piece inside of the defective product package. The piece was retrieved. Neither the or time or the incision size were increased, there was no additional bleeding. Pt is fine. No pt injury was reported.